Event description:
The customer observed false repeat reactive and increased reactive rate of alinity s anti-hcv ii results which negative on nat and western blot for several donor specimens. The results provided were: on (B)(6) through (B)(6) 2025 positive rate=0.06% and false reactive rate=0.040% on (B)(6) through (B)(6) 2025 positive rate=0.04% and false reactive rate=0.019%. On (B)(6) through (B)(6) 2025 positive rate=0.15% and false reactive rate=0.086%. There was no specific actual patient or donor results provided by the customer. There was no reported adverse impact on patient or donor management.

Manufacturer narrative:
This report is being filed on an international product, list number 04w56-56 that has a similar product distributed in the us, list number 4w56-60 / 61, with 510k/PMA/bla number bl125759. All available patient information was included. Additional patient or donor details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data of the alinity s anti-hcv ii reagent lot number 76409be00. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history record review did not identify any non-conformances or deviations with lot 76409be00 and the complaint issue. Review of tracking and trending for the alinity s anti-hcv ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 76409be00. A customer data review for alinity s anti-hcv ii, lot number 76409be00 was performed. Overall reactive rates and specificity (assuming zero prevalence) of ln 4w56-55, lot 76409be00 were collected and assessed, across applicable whole blood (wb) peer sites, plasma peer sites, and all customers using ln 4w56-56. The performance of lot 76409be00 is within product requirements and comparable to other lots analyzed in the comparison across all customers using, wb peer sites and plasma peer sites. Additionally, a review of the false positive rates taiwan blood services foundation, kaohsiung blood center, taiwan provided in the complaint documentation for alinity s anti-hcv ii lots 76409be00 was performed (false positive was defined as alinity s repeat reactive; nat and western blot negative). The resulting specificity for the lot was determined to be within product requirements. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. There was no issue with reagent performance identified. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the alinity s anti-hcv ii, lot number 76409be00.

Event description:
The customer observed false repeat reactive and increased reactive rate of alinity s anti-hcv ii results which negative on nat and western blot for several donor specimens. The results provided were: on (B)(6) through (B)(6) 2025 positive rate=0.06% and false reactive rate=0.040%, on (B)(6) 2025 positive rate=0.04% and false reactive rate=0.019%, on (B)(6) 2025 positive rate=0.15% and false reactive rate=0.086%, there was no specific actual patient or donor results provided by the customer. There was no reported adverse impact on patient or donor management.

Event description:
The customer observed false repeat reactive and increased reactive rate of alinity s anti-hcv ii results which negative on nat and western blot for several donor specimens. The results provided were: lot number 76409be00; positive rate=0.02% and false reactive rate=0.07% /nat=negative, western blot=negative. There was no specific actual patient or donor results provided by the customer. There was no reported adverse impact on patient or donor management.

Manufacturer narrative:
Updated section b5 describe event or problem: additional information provided for specific lot number. Lot number 76409be00; positive rate=0.02% and false reactive rate=0.07% /nat=negative, western blot=negative. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.